Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The console was received with the foot pedal. The serial number of the console was erased and the seal was broken. In addition, the turbine pressure indicator displayed "0" psi with the turbine knob fully rotated clockwise. Also, the stall or dynaglide indicator was on without the foot pedal being connected to the console. Further test was not performed due to probable massive air leak inside the console. A known good foot pedal was used to repeat the test and the result was the same. The investigation conclusion is wear and tear as the reported device or component failure was due to long or extended use. (B)(4).

Event description:
It was reported that a display issue occurred. A rotablator console was connected to a rotablator burr catheter and rotational speed was tested. However, there was no rpm displayed on the console. No patient was involved during the event.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a display issue occurred. A rotablator console was connected to a rotablator burr catheter and rotational speed was tested. However, there was no rpm displayed on the console. No patient was involved during the event.